Event description:
During routine testing of the device at the svc ctr, the svc technician reported that the ball plunger on sides a and b were rusted, stuck and hard to operate. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.